Event description:
It was reported that the insulin pump had a motor error that occurred during rewind. The physician stated that he could not operate the insulin pump. The physician then stated that after a battery change and five minutes reset, the insulin pump would not rewind and the motor error alarm occurred multiple times. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.